Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgery with intraocular lens (iol) implant procedure, a linear foreign material was found on the iol surface after implanting. The surgery was completed after carefully performing irrigation and aspiration (ia) to clean it.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The returned video shows iol implantation. Type of accessories used with the iol implantation, such as cartridge and handpiece cannot be confirmed from the video. Serial number of the reported iol is also not visible on the provided video. The preparation of the product is not recorded. When the iol is implanted into the eye, a mark/line of an approximately 30% of the optic diameter is observed over the optic area. The exact location of the mark/line (anterior or posterior surface) cannot be confirmed. The mark/line appears to be removed with additional instrumentation. The origin of the observed foreign material cannot be confirmed from the returned video. Based on our observation of the returned video, a mark/line of an approximately 30% of the optic diameter is observed over the optic area after iol implantation. A definitive determination of the origin of the observed "foreign material" cannot be made without the evaluation of the physical sample. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).